Event description:
Reporter stated that pt obtained back-to-back blood glucose results of "lo" (< 10 mg/dl) and 168 mg/dl, while using the suspect device. Reporter noted that pt's therapy was not modified based on these values. No pt injury was reported and no treatment was received. Qc testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.